Event description:
Fasely high factor viii pt results when using different protocols for factor viii with pathromtin sl on the bcs analyzer. The initial result obtained with the normal factor viii setting was 15.2%. The rerun result on the diluted factor viii setting was 28.5% with a value of <0.1% obtained with the low setting. A value of 47.6% was obtaine with the factor viii chromogenic assay. The result of 15.2% was reported to the physician. Pt treatment was not altered based on the erroneous result.